Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, while the device was inserted, it did not sound right because of an air leak. About four hours later, there was a drop in leak pressure and mean pressure. Using the cuff manometer, it was determined that the cuff was not retaining air. The patient was re-intubated and maintained a normal oxygen saturation.

Manufacturer narrative:
H3 evaluation summary: one sample of device was received for evaluation. The reported event was confirmed. An inflation/deflation test was performed and it was observed after seconds the cuff deflated. The operator inspects all products for no leaks and segregates the defective parts. A visual inspection was performed, and it was observed the inflation line is damaged and leaks. All manufacturing controls were found acceptable and effective to detect the reported failure mode. Instructions for use (IFU) states: as these devices may have been subjected to handling, storage conditions or preparation which compromised functional integrity; each tube' cuff, pilot balloon and valve should be tested by inflation prior to use. If dysfunction is detected in any part of the inflation system, the tube should not be used. Initiating treatment using a tube already shown to have a dysfunction in the inflation system could unnecessarily subject the patient to the untoward effects of extubation, re-intubation, or loss of respiratory support. Furthermore, the integrity of the inflation system should be monitored both initially and periodically during the intubation period. Uncorrected failure of the inflation system could result in death. No corrective actions are needed at this time since the confirmed failure (leak at inflation line) would have been detected during the 100% inflation/ deflation. Information has been added to the database and trends will continue to be monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.